Manufacturer narrative:
Device passed self test and displacement test. Programmed correct time/date and monitored 12 days. No unexpected time/date anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump showed wrong time and whenever she changed it to the correct time and date it changed again on its own. The customer¿s blood glucose level was unknown. Customer stated that the loss was greater than 3 minutes within 10 days and greater then 9 minutes within 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.